Manufacturer narrative:
Additional information provided: d.11.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at toowoomba hospital on unit cdu-ew-l2.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No patient information provided.

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) hospital on unit cdu-ew-l2.

Manufacturer narrative:
Additional information: updated g3 (report source) & g3 (other source)

Event description:
It was reported that there was a bottle side pressure sensor error code 240.4150. There was no patient harm reported. The issue occurred at (B)(6) on unit cdu-ew-l2.